Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that settings were previously changed due to t-wave over-sensing on the right ventricle (rv) lead. High sensing integrity counts (sics) were observed which have been attributed to the patient's premature ventricle contractions (pvcs), also resulting in prolonged r-r intervals. The rv lead remains in use, and no additional action has been taken. No patient complications have been reported as a result of this event.